Event description:
Customer reported an unexpected negative reaction on the echo while running an antibody screen on a patient sample. Customer stated the patient has a recent history of an anti-k. Customer was also identifying a new antibody but could not determine its specificity.

Manufacturer narrative:
Reactivity of the k antigen was confirmed on retention capture-r ready screen (3), lot r045, used by the customer at the time of the event. The customer has not returned product or sample for investigation testing.